Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. Actual sample was discarded by the customer. No further clarification of information was received. We have no further complaints on the material/batch. We have no further inventory of the material/batch. We forwarded the complaint to our supplier for their investigation and comments. Documents of the concerned batch were reviewed and there is no documentation which indicates a deviation. Retain samples were visually inspected and no defects were observed in the safety lock parts for any of the checked samples. Functional testing was performed. Move force, pull force between stopper + protector and hub + protector (after lock) and return force (after lock) were all measured; all results were within specification. The complaint cannot be determined.

Event description:
Customer states she began to perform phlebotomy with a butterfly and the safety was not completely attached to where it should be before engaging it. As she inserted the needle the safety clicked and the sheath engaged and pushed the needle out of the skin.